Manufacturer narrative:
Initial and final (B)(4) - device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion set cannula kinked events on 30-jan-2025. The event occured within three hours of insertion. The insertion site was left rear love handle. The patient replaced infusion sets and resumed insulin successfully. No further information available.